Event description:
A 3.0mm diameter x 9mm length medtronic ave s670d over the wire stent delivery system was inserted into the circumflex coronary artery. It was not possible to cross the target lesion, therefore, the stent delivery system, guide catheter and guidewrie were removed. A new guide catheter and guidewire were inserted, and the target lesion was then pre-dilated with a 3.0mm x 16mm d114 percutaneous transluminal coronary anioplasty balloon. The same stent delivery system was re-inserted, but it still was not possible to cross to the target lesion. Upon removal of the stent delivery system, the stent dislodged in the left main coronary artery. The stent was successfully removed by placing a d114 percutaneous transluminal coronary angioplasty balloon through the stent, inflating it and pulling the stent out. The target lesion was treated successfully with another MFR's stent. The physician did not follow instructions for use when the lesion was not pre-dilated before the first stent insertion. There was no add'l clinical sequelae reported relative to the event. There is no further info available from the user facility.